Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data error issue was verified, but the issue battery issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption and that the battery gauge was fluctuating resulting in the pump shutting down. Customer's blood glucose level was 297 mg/dl. Customer reverted to an alternate form of insulin therapy.